Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by cleaning the speaker holes and replacing the cartridge, after which the pump resumed normal operation.